Event description:
It was reported that error 302.13 and 832 were received on the console. The procedure was not completed due to the event and the patient had been sedated with general anesthesia at the time. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis. The console was inspected onsite by the field service engineer (fse) was able to confirm and duplicate errors 302.13 and 832. While troubleshooting, he was able to determine that the errors were the result of an issue with the connecting cable between the top cover and master control board (mcb). The top cover was replaced, and the console passed full functional and electrical safety testing. The top cover was then returned. Upon receipt of this top cover at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the top cover found major scuff marks on the enclosure from normal usage wear. Functional testing of the top cover confirmed error 832 interlock error code was received, indicating an electrical fault with the touch screen board. Based on analysis results, the most probable cause of the reported event was an electrical circuit fault. The reported event is confirmed.

Event description:
It was reported that error 302.13 and 832 were received on the console. The procedure was not completed due to the event and the patient had been sedated with general anesthesia at the time. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.